Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 1993 to 1994. Concurrent conditions included diabetes since 2016 and clotting disorder since (B)(6)2016. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016, dabigatran etexilate mesilate (pradaxa) since (B)(6) 2016, glipizide since 2016 and janumet since 2016. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017, salpingectomy (one side removal of fallopian tube) and hysterectomy (full)). At the time of the report, the device dislocation, genital haemorrhage and vaginal haemorrhage outcome was unknown and the pelvic pain, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy: on (B)(6) 2009, she implanted essure (previously reported as (B)(6) 2010). Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received: reporters added and updated patient demographics. Historical drug, concomitant disease and concomitant drugs were added. On (B)(6) 2009, she implanted essure (previously reported as (B)(6) 2010).update suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), migration of essure device , abdominal pain, lower back pain. Updated event, outcome and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: uterus"), fallopian tube perforation ("near perforation of the left fallopian tube at uterine cornua/perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) to (B)(6). Concurrent conditions included diabetes since (B)(6), clotting disorder since (B)(6) 2016, dvt and dysfunctional uterine bleeding. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016, dabigatran etexilate mesilate (pradaxa) since (B)(6) 2016, glipizide since (B)(6) and janumet since (B)(6). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, 8 years 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the fallopian tube perforation, depression and anxiety outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia, embedded device. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Event near perforation of the left fallopian tube at uterine cornua was updated with perforation (fallopian tube(s)). Event psychological or psychiatric problems condition: depression/mental anguish were added. Event onset dates added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), device expulsion ('migration of essure device / migration of essure device location of device: uterus'), fallopian tube perforation ('near perforation of the left fallopian tube at uterine cornua/perforation (fallopian tube(s))/') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 3, vaginal delivery, blood pressure high, pulmonary embolus, carpal tunnel syndrome, insomnia, cholecystectomy, flank pain, liver enlargement, pulmonary congestion, acute respiratory failure, urosepsis, injury to kidney, hematuria, menses irregular, gi bleed, acute post hemorrhagic anemia, hypokalemia, antiphospholipid syndrome, thrombocytopenia, gas, respiratory failure, pneumonia, bloating, gastritis, tachycardia, hernia and cervicitis. Previously administered products included for an unreported indication: depo-provera from 1993 to 1994. Concurrent conditions included clotting disorder since august 2016, diabetes since 2016, dvt, dysfunctional uterine bleeding and anxiety. Concomitant products included dabigatran etexilate mesilate (pradaxa) since august 2016 for clotting disorder, glipizide since 2016 and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since 2016 for diabetes as well as acetylsalicylic acid (aspirin) since august 2016, atorvastatin from october 2017 to december 2017, clopidogrel from october 2017 to november 2017, docusate from october 2017 to december 2017 and famotidine from october 2017 to december 2017. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced anxiety ("mental anguish/anxiety/psychological injury"). In august 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and depression ("depression/psychological injury"). In october 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problems"). The patient was treated with alprazolam and surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full) ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, depression, anxiety and nausea outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, urinary tract infection, vaginal infection and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding), migration, perforation, urinary problems., uti, vaginal infection. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia, embedded device, pelvic inflammatory disease" most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. New events added: urinary problems, uti, vaginal infection were added. New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: uterus"), embedded device ("near perforation of the left fallopian tube at uterine cornua") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo-provera from 1993 to 1994. Concurrent conditions included diabetes since 2016, clotting disorder since (B)(6) 2016, dvt and dysfunctional uterine bleeding. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016, dabigatran etexilate mesilate (pradaxa) since (B)(6) 2016, glipizide since 2016 and janumet since 2016. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, back pain, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia, embedded device. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and medical record received: essure confirmation test not done added; previous event migration of essure device updated to migration of essure device location of device: uterus. From mr, near perforation of the left fallopian tube at uterine cornua added. Concurrent condition, reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), device expulsion ("migration of essure device / migration of essure device location of device: uterus"), fallopian tube perforation ("near perforation of the left fallopian tube at uterine cornua/perforation (fallopian tube(s)" and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included vaginal delivery, carpal tunnel syndrome, multigravida, parity 3, fever, dysuria, insomnia, cholecystectomy, flank pain, liver enlargement, burning micturition, shortness of breath, pulmonary congestion, injury to kidney, sepsis, menses irregular, hematuria, weakness, pulmonary embolus, hypoxic respiratory failure, acute post hemorrhagic anemia, gi bleed, hypokalemia, antiphospholipid syndrome, dysfunctional uterine bleeding, urosepsis, thrombocytopenia, gas, blood sugar increased, chest pain, respiratory failure, pneumonia, blood pressure high, bloating, urosepsis, gastritis, tachycardia, hernia and cervicitis. Previously administered products included for an unreported indication: depo-provera from 1993 to 1994. Concurrent conditions included diabetes since 2016, clotting disorder since on (B)(6) 2016, dvt, dysfunctional uterine bleeding and anxiety. Concomitant products included dabigatran etexilate mesilate (pradaxa) since on (B)(6) 2016 for clotting disorder, glipizide since 2016 and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since 2016 for diabetes as well as acetylsalicylic acid (aspirin) since on (B)(6) 2016, atorvastatin from on (B)(6) 2017, clopidogrel from on (B)(6) 2017, docusate from on (B)(6) 2017 and famotidine from on (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("mental anguish/anxiety"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and depression ("depression"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with alprazolam and surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, depression, anxiety and nausea outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia, embedded device, pelvic inflammatory disease". Most recent follow-up information incorporated above includes: on 1-mar-2019: event "pelvic inflammation ", reporter, medical history added from medical record. On 4-mar-2019: no new information added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / migration of essure device location of device: uterus"), fallopian tube perforation ("near perforation of the left fallopian tube at uterine cornua/perforation (fallopian tube(s))/") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo-provera from 1993 to 1994. Concurrent conditions included diabetes since 2016, clotting disorder since (B)(6) 2016, dvt, dysfunctional uterine bleeding and anxiety. Concomitant products included dabigatran etexilate mesilate (pradaxa) since (B)(6) 2016 for clotting disorder, glipizide since 2016 and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since 2016 for diabetes as well as acetylsalicylic acid (aspirin) since (B)(6) 2016, atorvastatin from (B)(6) 2017, clopidogrel from (B)(6) 2017, docusate from (B)(6) 2017 and famotidine from (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("mental anguish/anxiety"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and depression ("depression"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with alprazolam and surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the fallopian tube perforation, depression, anxiety and nausea outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia, embedded device. Most recent follow-up information incorporated above includes: on 29-nov-2018: per plaintiff fact sheet event: her concomitant medications were added. Her treatment medication was added. Nausea was added. Event: left fallopian tube at uterine cornua was clubbed with previously reported event: fallopian tube perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), device expulsion ('migration of essure device / migration of essure device location of device: uterus') and fallopian tube perforation ('near perforation of the left fallopian tube at uterine cornua/perforation (fallopian tube(s))/') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 3, vaginal delivery, blood pressure high, pulmonary embolus, carpal tunnel syndrome, insomnia, cholecystectomy, flank pain, liver enlargement, pulmonary congestion, acute respiratory failure, urosepsis, injury to kidney, hematuria, menses irregular, gi bleed, acute post hemorrhagic anemia, hypokalemia, antiphospholipid syndrome, thrombocytopenia, gas, respiratory failure, pneumonia, bloating, gastritis, tachycardia, hernia and cervicitis. Previously administered products included for an unreported indication: depo-provera from 1993 to 1994. Concurrent conditions included clotting disorder since (B)(6) 2016, diabetes since 2016, dvt, dysfunctional uterine bleeding and anxiety. Concomitant products included dabigatran etexilate mesilate (pradaxa) since (B)(6) 2016 for clotting disorder, glipizide since 2016 and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since 2016 for diabetes as well as acetylsalicylic acid (aspirin) since (B)(6) 2016, atorvastatin from (B)(6) 2017, clopidogrel from october (B)(6) 2017, docusate from (B)(6) 2017 and famotidine from (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("mental anguish/anxiety/psychological injury"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and depression ("depression/psychological injury"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). The patient was treated with alprazolam and surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, depression, anxiety, nausea and alopecia outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, urinary tract infection, vaginal infection and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding), migration, perforation, urinary problems., uti, vaginal infection. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia, embedded device, pelvic inflammatory disease" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: content from social media received. New event 'hair loss' was added. Seriousness criteria (medically significant) of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), device expulsion ('migration of essure device / migration of essure device location of device: uterus') and fallopian tube perforation ('near perforation of the left fallopian tube at uterine cornua/perforation (fallopian tube(s))/') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 3, vaginal delivery, blood pressure high, pulmonary embolus, carpal tunnel syndrome, insomnia, cholecystectomy, flank pain, liver enlargement, pulmonary congestion, acute respiratory failure, urosepsis, injury to kidney, hematuria, menses irregular, gi bleed, acute post hemorrhagic anemia, hypokalemia, antiphospholipid syndrome, thrombocytopenia, gas, respiratory failure, pneumonia, bloating, gastritis, tachycardia, hernia and cervicitis. Previously administered products included for an unreported indication: depo-provera from 1993 to 1994. Concurrent conditions included clotting disorder since (B)(6) 2016, diabetes since 2016, dvt, dysfunctional uterine bleeding and anxiety. Concomitant products included dabigatran etexilate mesilate (pradaxa) since (B)(6) 2016 for clotting disorder, glipizide since 2016 and metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since 2016 for diabetes as well as acetylsalicylic acid (aspirin) since (B)(6) 2016, atorvastatin from (B)(6) 2017, clopidogrel from (B)(6) 2017, docusate from (B)(6) 2017 and famotidine from (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("mental anguish/anxiety/psychological injury"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and depression ("depression/psychological injury"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). The patient was treated with alprazolam and surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube) and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, depression, anxiety, nausea and alopecia outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, urinary tract infection, vaginal infection and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding), migration, perforation, urinary problems., uti, vaginal infection. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, menorrhagia, embedded device, pelvic inflammatory disease". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.